Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic/laparoscopic lung resection, at the time of resection of the lung parenchyma, the stapler did not fire. The surgeon was able to press the green button. New reload and shell were used to resolve the issue. There was no patient injury.